Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the catheter shaft was noted to be cut/fractured, but not detached at 23cm from the proximal end. A functional test was not performed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damages noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the procedure. Also it is unknown how tortuous the patients anatomy was. The catheter shaft was found to be fractured which the physician may have perceived to be a kinked. The catheter shaft probably became fractured due to some procedural or anatomical factors. The reported event of the catheter shaft kinked/bent as well as the as analyzed defect of the catheter shaft fracture/broken during use will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) shaft was cut/fractured during the procedure. The procedure was completed successfully with no clinical consequences were reported to the patient due to this event.